Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen was cracked and unresponsive. Additionally, it as reported that the customer's blood glucose (bg) level was over 600 mg/dl; cause was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.